Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery "it released/ felled down a small piece of plastic from the nozzle and fell into the surgical wound. It looks as if it is the diffuser of the nozzle that loosened." The yellow piece was not found. No additional patient consequences were reported.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The following section were updated/corrected. Review of the device history record for 00515048601, lot number z000005074, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. There was no product returned for this complaint. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Discarded by user facility.